Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle, on the plastic distal end cover, the bending section cover, and the bending section cover adhesive. Additionally, the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to the g3 of the initial medwatch. The aware date should be 24sep2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the burn on the distal end cover was due to high energy endo-therapy accessories (laser, radiofrequency, etc) were used without sufficient distance from the distal end. The foreign material that adhered to the device could not be identified. It is likely the foreign material may not have been removed because reprocessing could not be properly conducted due to a leak from the biopsy channel and bending section cover. However, a conclusive root cause for the reported events could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-h190 operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope IFU states the preventative measures in gif-h190 operation manual chapter 4 operation:4.3 using endo therapy accessories. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.